Manufacturer narrative:
(B)(4). Batch # n9392r. The analysis results found that the el5ml device was returned with no damage in the external components and 3 conforming clips inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, the clip was malformed in teardrop shape on blood vessel. The same event occurred several times. Another device was used to complete the case. There were no adverse consequences to the patient.